Manufacturer narrative:
Device passed displacement test and self test. Device received with intermittent button response due to corroded keypad traces. No button error alarm and frozen screen noted during testing. The keypad connector was inspected and fully locked on lcd board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Insulin pump passed the self test, sleep current measurement and active current measurement. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected power loss alarm noted in the long trace or pump history. Unable to perform displacement test due to detached retainer and missing reservoir tube o ring. Test reservoir does not lock properly inside the reservoir tube due to detached retainer.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated they were trying to unlock the insulin pump by pressing right key. Customer stated they received frozen display. Insert battery alarm was displayed on the screen. All the buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.